Manufacturer narrative:
A review of the device history record confirmed that the device met all material, assembly and performance specifications. It was reported that the torque device was "mild" tightened onto the device. It is known that if the torque device is not securely tightened onto the device it leads to damage to the polytetrafluoroethylene (ptfe) coating as described by the physician. The directions for use includes the instruction to securely tighten the torque device on to the device as failure to do so can result in peeling of the ptfe coating. It was determined that user error contributed to the reported event.

Event description:
It was reported that approximaltely 1cm of the proximal coating was peeling from the device. The affected area was 10cm behind the guide catheter hub. There was no reported clinical consequence to the patient.

Event description:
It was reported that approximately 1cm of the proximal coating was peeling from the device. The affected area was 10cm behind the guide catheter hub. There was no reported clinical consequence to the patient.